Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilation was performed with a 23 millimeter (mm) non-medtronic balloon (vacs 2). During deployment, the starting point was at the bottom of pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A non-medtronic guidewire (safari) was used during the procedure. It was reported that the patient was converted to open chest surgery and the cause of death was unknown.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: 6 fluoroscopic images and one cine loop of the pre-balloon dilation and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. Image 1 showed the successful post-balloon dilation. When withdrawing the incompletely deflated balloon, the valve dislodged. Subsequently, the implanting team attempted to cross the embolized and snared valve. Image 4 also showed a very unfavorable distal guidewire position where the lunderquist guidewire appears to be pushing strongly into the apex. The valve embolization and subsequent need to snare the valve while attempting to cross the primary valve with a secondary one, was caused by the withdrawing of the incompletely deflated post- dilation balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine implantation of a transcatheter aortic valve evfxplus-29 inside a 24 millimeter (mm) annulus, a good depth was reached and the final release was completed successfully. Due to moderate paravalvular leak, a post-dilatation was performed using a 23 mm balloon. Incomplete deflation of the balloon occurred, resulting in valve migration to the ascending aorta. The valve was fixed in the ascending aorta with a snare, and a new valve was crimped successfully; however, it was not possible to cross the migrated valve with the new valve. The patient was transferred to the cardiothoracic department for an emergency operation and subsequently died. Additional information was received that during the valve implant, a pre-implant balloon dilation was performed with a 23 millimeter (mm) non-medtronic balloon (vacs 2). During deployment, the starting point was at the bottom of pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A non-medtronic guidewire (safari) was used during the procedure. It was reported that the patient was converted to open chest surgery and the cause of death was unknown. Additional information received from the physician indicated that the incomplete balloon deflation was mostly due to a delay of the deflation.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29; product serial number (B)(6); product type: heart valve; product ID d-evolutfx-2329; product lot/serial number n/a; product type: heart valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine implantation of a transcatheter aortic valve evfxplus-29 inside a 24 millimeter (mm) annulus, a good depth was reached and the final release was completed successfully. Due to moderate paravalvular leak, a post-dilatation was performed using a 23 mm balloon. Incomplete deflation of the balloon occurred, resulting in valve migration to the ascending aorta. The valve was fixed in the ascending aorta with a snare, and a new valve was crimped successfully; however, it was not possible to cross the migrated valve with the new valve. The patient was transferred to the cardiothoracic department for an emergency operation and subsequently died.